Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had leaked during peritoneal dialysis therapy. The patient was connected to the homechoice device and in dwell one at the time of the reported event. Per the patient, they woke up to find that the bed was wet. The source of the leak could not be determined. The patient disconnected for the night and ended the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.